Event description:
It was reported, the patient has been experiencing problems. The patient currently uses a walking device and she can not put weight on that leg. A crp blood test was done with a results of 21.09. The patient will have blood work done again on (B)(6) 2012. The patient had an aspiration on her hip in (B)(6) and the results showed that there was no infection at that time. MRI's, and x-rays have also been done.

Manufacturer narrative:
Device information has not been provided at this time. Information received from the patient indicated that reported device may be either rejuvenate or abgii. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.